Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports fit, aligner was too sharp, loose, and broken to use. This befun on step 10 on the lower aligner and after just over 3 weeks, the bottom tooth popped through the aligner. Instructed to use step 9 until #10 was and just after the 3rd week in step 9 the tooth popped through that aligner too. Patient went back to step 10 and wore that until it was so loose from the hole that it wouldn't stay in place and also the hole is sharp. As such, went back to step 9 until aligner was too sharp and broken to use. Now on step 8 aligner for over 2 weeks and can see wearing on that same spot of aligner #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.